Event description:
The integra sales representative reported on behalf of the user facility, the following incident: the surgeon chose the size of implant using the trial implants. The surgeon attempted to implant a kalix ii size 12. The snap off part of the implant broke prematurely, before the implanted device was completely expanded. The surgeon took another size 12 implant available in the loaner kit. The surgeon screwed the device into patient with the impactor and attempted to implant it. The snap off part of the second implant broke prematurely, before the complete expansion of the implant. As only two items for each size are in the loaner kit, the surgeon took a size 11 implant. He screwed it on the impactor and tried to implant it. The snap off part of the implant broke prematurely, before the complete expansion of the implant. Finally, the surgeon took one of the two previous size 12 implants and implant it with a generic instrument. According to the surgeon, the results of the surgery were good. No patient injury occurred. The procedure time was not significantly increased. This incident is related to MDR numbers 9615741-2007-00072 and 9615741-2007-00073.

Manufacturer narrative:
The device remains implanted in the patient, and is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information. See scanned pages.